Event description:
During evaluation at philips bench repair, it was identified that the device had very low audio. The device was not in clinical use at the time the issue was discovered; no adverse event or harm was reported.

Manufacturer narrative:
The reported problem was confirmed. Diagnostic/functional testing was performed at the philips authorized repair facility. The results of functional testing indicate that the speaker produced sound, but was very low. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.